Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: was the needle piece retrieved during the same procedure? Yes * what efforts were made to retrieve the needle from the patient? Surgeon used hemostats to retrieve missing needle h3 investigation summary: the product was returned to ethicon for evaluation. Twenty-four unopened samples were received for analysis. Product code vcp415h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. In additon, a photo was provided showing one paper lid that pertains to product code vcp415 with lot 102dt1. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that during repair of vaginal laceration which occurred during vaginal birth in 2025, the needle disconnected from suture at swedge and became lost in-patient tissue. This happened again on a different suture with same lot number- the needle also bent with the second suture. It was difficult to retrieve and remove needle. The account sequestered all of these same lot numbers. Procedure was delayed due to the reported event. No patient consequences was reported. Additional information was requested.